Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
PMA/510k: this report is for an unk - screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent osteosynthesis surgery for proximal humeral fracture. After the insertion of the nail, the surgeon drilled the d hole remaining a drill bit into the a hole to prevent the nail from rotating. Turned the nail to remove the drill bits. Tried to insert the screw into the d hole remaining the drill bit into the a hole but could not insert the screw properly. The surgeon inserted screws into the a hole and the b hole and removed the screw of the d hole. The surgeon tried to insert the screw into the d hole again, but he couldn¿t insert the screw properly. When removed a protection sleeve, surgeon was able to insert the screw into the d hole. The surgery was delayed by less than 30 minutes. Patient was stable. Concomitant devices reported: unknown drill bits: trauma (part# unknown, lot# unknown, quantity# 1), unknown screwdrivers (part# unknown, lot# unknown, quantity# 1). This is report 3 of 3 for (B)(4).